Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose at the time of the call unknown. Troubleshooting was performed. Customer stated that the insulin pump alarmed pump error after she bath in the ocean; also, there is a crack in the device. The device will be replace.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. Power supply test failed during self-test error alarmed during self test due to moisture damage found on the electronic assembly. No moisture damage was found on the keypad assembly or motor or force sensor during visual inspection. Device also received with cracked battery tube threads and cracked case behind the device at the corner of the belt clip rails.